Manufacturer narrative:
Other text: h6. Health effects, evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump is giving a no disposable alarm. The settings were reviewed and the pump was powered off and back on. The pump still shows a no disposable alarm. Patient was instructed to clamp tubing, remove cassette, rub tubing and tap on a hard surface twice. The pump still shows a no disposable alarm. It was then reported that there is a bigger air bubble from green clamp to catch on the end of the cassette. The cassette was replaced and pump was powered back on. The no disposable alarm is still present. No patient injury reported and no additional information available.